Manufacturer narrative:
This report is submitted on october 19, 2018, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the clinic, the patient experienced discomfort and extrusion of the device resulting in the decision to explant the device on (B)(6) 2018. It is unknown if the patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
It is now reported that the patient was administered antibiotics (date not reported). This report is filed on november 12, 2018.

Manufacturer narrative:
It was reported that the patient experienced an infection (date not reported) prior to receiving antibiotics. This report is filed on december 10, 2018. (B)(4).